Event description:
Medication a that controls blood pressure was to be increased. The cpoe on this vendor's device requires that an order be discontinued and then reordered in several clicking steps. Drug a was discontinued. Medication a1 is same as a but is double dose, and was ordered. Two hours later, the patient was in shock and needed fluid resuscitation and pressors. When medication a1 was ordered, unbeknownst to the clicker, medication a had already been given. The nurse then gave medication a1 to the patient, resulting in a triple dose of what was maintenance. As for the increase to medication a1, neither the nurses nor the pharmacy nor the cds device, recognized that the overdose was happening.